Event description:
It was reported that the pt experienced an end-of-service/end-of-life message. It was believed that the pt had been in overdischarge several times. The pt had alzheimer's and did not recall, and the MFR rep was unable to communicate with the device using an 8840. It was reported that there were no pt symptoms. The pt was scheduled to have the device replaced on (B)(6) 2011.

Manufacturer narrative:
(B)(4).